Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 21077334/21096903, model/catalog description: avista MRI perc lead kit 56 cm. Model number/catalog number: sc-4318, serial number: n/a, batch/lot number: 20953800, model/catalog description: clik x anchor sterile kit. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg, leads and clik anchor revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent an explant procedure.